Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and type 1 diabetes mellitus ('type 1 diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), type 1 diabetes mellitus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and type 1 diabetes mellitus outcome was unknown and the dysmenorrhoea, fatigue, nausea and abdominal distension had resolved. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, fatigue, nausea and type 1 diabetes mellitus to be related to essure. The reporter commented: plaintiff received treatment for :dysmenorrhea, type 1 diabetes, fatigue, nausea, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography and lab data was added. Previously added "injury" was replaced with "device migration". New events "dysmenorrhea (cramping), type 1 diabetes, fatigue, nausea, bloating" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.